Manufacturer narrative:
Investigation details: pt's condition cannot be ruled out as a cause of the unexpected results. Comparison of inratio test with laboratory results provided by end-user at the complaint was filed: dates: (B)(6) 2013, inratio: 5.6, reference: 2.5, mean: 4.05, confidence limits: (2.3 - 5.7). Date: (B)(6) 2013, inratio: 3.0, reference: 1.8, mean: 2.40, confidence limits: (1.6-3.4). Pt's inratio inr of 1.7 dated (B)(6) 2013 was excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No product associated with the complaint is expected for return. In-house therapeutic donor testing has been performed on reported lot number 308051. Results as follows: (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Pt's condition cannot be ruled out as a cause of the expected results. Root cause could not be determined from the info provided by the customer. (B)(4). No corrective action is required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the laboratory for one pt. Complaint summary: on (B)(6) 2013: pt inratio: 5.6, two hours later lab inr was 2.5. On (B)(6) 2013: pt inratio: 3.0, three hours later physician inratio was 1.8. Pt's therapeutic range: 1.5-2.5.